Event description:
The dealer states the chir has tipped over several times. He states down hill once, ((B)(4)) and once over a curb ((B)(4)). The dealer thinks it's the drivers error. The dealer states no abnormal damage, but the customer is not the best driver and has damaged arm pads from tipping over.